Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was in the hospital and the pod fell off therefore the cannula dislodged from the insertion site (abdomen). Patient had blood glucose levels of 600 mg/dl.